Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported "need driver board as it was burnt because of some shortage". There was no donor involvement.